Event description:
A copy of the medwatch report from FDA was received, which states, "multiple issues reported by staff with new bd alaris pump devices: 1. Totally stopped working. Unfortunately, the rn did not tag nor put in a rl so it is still in circulation. This was last week. 2. Today someone had 3 channels on 1 side and 1 on the other. The single channel had the message that the channel was not attached. The rn moved the channels so there were equal amounts on the same side and then it worked without issue. Upon troubleshooting, bd support materials noted to have discrepancies/errors". Additional information was received following a phone call with the customer. Tpn was infusing at the time the pump stopped working. Clinician finished the medication using another device. The devices were not sequestered and are unavailable for investigation. There was no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative: root cause: the root cause for the reported issue of an pump stopped working was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states, "multiple issues reported by staff with new bd alaris pump devices: 1. Totally stopped working. Unfortunately, the rn did not tag nor put in a rl so it is still in circulation. This was last week. 2. Today someone had 3 channels on 1 side and 1 on the other. The single channel had the message that the channel was not attached. The rn moved the channels so there were equal amounts on the same side and then it worked without issue. Upon troubleshooting, bd support materials noted to have discrepancies/errors". Additional information was received following a phone call with the customer. Tpn was infusing at the time the pump stopped working. Clinician finished the medication using another device. The devices were not sequestered and are unavailable for investigation. There was no patient harm.